Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had no co2 flow to the unit; the co2 was disconnected from the unit and co2 flow as verified; co2 was hooked back to device and still no flow. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25135532, 25135623 and 25136029 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro had no co2 flow to the unit; the co2 was disconnected from the unit and co2 flow as verified; co2 was hooked back to device and still no flow. A replacement device was used to complete the procedure. The hospital did not report any patient effects.